Event description:
Following a laparoscopic anti-reflux procedure that included the linx device, a pt experienced ongoing gerd leading to explant of the linx device. Anti-reflex procedure and linx device implantation occurred on (B)(6) 2013. Uneventful device explant on (B)(6) 2014 with device found in correct position and geometry. Pt underwent nissen fundoplication at time of linx device removal.